Event description:
The customer stated that he performed normal control test and received a reading of 233 mg/dl. The normal control range is 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.